Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor scratches on the edge and stain under light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely there was a poor quality image due to a dent in the charged coupled device. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a poor image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.